Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a physician. This case involves a patient of unknown demographics who experienced ventral hernias whilst receiving treatment with seprafilm. No past drugs, medical history, concomitant medications or concurrent condition was reported. On an unknown date, the patient initiated treatment with seprafilm once (dose, route, formulation, indication, batch/lot humber and expiration date: not provided). On an unknown, the patient experienced ventral hernias. Corrective treatment: not reported. Outcome: unknown. Seriousness criteria: important medical event (ime). A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Pharmacovigilance comment: sanofi company comment date march 10, 2015: this is an initial case concerning a patient of a unknown age who developed ventral hernia after seprafilm placement. The temporal relationship between the event and the product is not reported therefore a significant temporal relationship could not be established for the occurrence of the event. Also, lack of information regarding underlying concurrent medical conditions, concomitant medications and investigational details precludes the complete medical assessment.